Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Further troubleshooting determined that the solo pedal was causing an error in the erbe system, indicating the need for replacement. The fse replaced the foot pedal to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to defective foot pedal.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the customer called in to report a repeated error m-12 on the erbe. Prior to calling the technical support the customer had restarted the erbe, replaced cautery cables and had checked that the external pedals in drawers were not activated by accident. The intuitive surgical (is) technical support engineer (tse) reviewed the system logs and confirmed several errors m-12. And customer confirmed that the erbe was connected to a dedicated power socket. The intuitive surgical (is) technical support engineer (tse) guided the customer to check the control cable and the mono/bipolar pedal cables on the back side of erbe and all seemed to be well connected. The intuitive surgical (is) technical support engineer (tse) guided the customer to disconnect the power cord from erbe, to wait 1 minute and to restart erbe, but the issue kept coming back. Therefore, the intuitive surgical (is) technical support engineer (tse) guided the customer to disconnect the pedals on the back side of erbe and the issue had been cleared but as soon the monopolar pedal was connected the error m-12 appeared. Customer confirmed that they would let the monopolar pedal cable disconnected as this was not needed for the surgery. According to the surgeon, erbe the erbe was working fine as long as monopolar pedal was not connected. Surgery had resumed with no report of patient harm, serious incident or injury. The issue caused a delay of less than 15 minutes.